Event description:
It was reported that the customer was hospitalized twice due to hyperglycemia. The customer's blood glucose read "high" at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer's mother stated that she ran the high pressure test with a nurse at the hospital. The customer's mother stated that she is sure the insulin pump is delivering insulin. The customer's mother suspected that a reservoir issue caused the event, because the o-rings inside the reservoir were loose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn a this time. We therefore, consider this report complete to the best of our knowledge.